Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had an issue with his sensor but could no longer remember the error message. The event occurred the same day the sensor had been inserted in the abdomen. The patient became unconscious after his sensor stopped working. After his sensor stopped working, his pump continued to pump insulin to his body which left him unconscious. His father found out that he was unconscious and injected glucagon (emergency shot). There was no documentation of further medical evaluation or intervention. At the time of the report, he said he still felt horrible due to the event and his condition was reportedly not stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.